Manufacturer narrative:
The four expedium 5.5 ti 7x50mm cannulated screws (product code: 1797-34-750, lot number: 104740), two expedium 5.5 ti 7x45mm cannulated screws (product code: 1797-34-745, lot number: hnjbg8), six expedium 5.5 peek single innie set screws (product code: 1867-82-00, lot numbers: om9335 (4), om9285, and om9144), and two viper 5.5 baso4 85mm curved peek rods (product code: 1867-82-085, lot number: 5213051) were returned to the customer quality unit (cqu) on february 17th, 2017. Each of the parts returned showed some signs of use, typically in the form of surface markings. All of these markings were superficial and would not affect the functionality of these products. It was noted that part of the plastic piece from the screw of interest¿s tulip head had broken off, though this could have happened during postoperative revision and removal of the screw. This section of the screw would not affect its ability to remain in place in the bone. No damage was found to any of the screws¿ shanks. It has been noted that the complaint form states that the patient is not osteoporitic and does not smoke regularly. No potential source of failure could be determined based on the samples, images, and patient information. The DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw backing out postoperatively cannot be determined from the samples and information provided. No damage to the screw could be found that would affect its ability to remain in place in the bone. No medical conditions were noted that would interfere with the ability of the screw to remain tightened into the bone. While the images returned confirm that one of the screws backed out, it is unknown what the potential cause could be using the information and samples available. As there has been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Six weeks post op, after 2 level stabilization with viper sc l3-5, one of the l3 screws pulled out of the vertebra.